Event description:
It was reported that the device was used during an unknown procedure. It was reported by the rep that the endocutter (1) would not staple or release tissue. The case was completed with another cutter. There was no consequence to the pt.